Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph and video of the sample were provided for evaluation. The returned photograph and video were reviewed, and it was noted that there was an external fluid leak at the level of the dialysate port. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with an oxiris set, an external fluid leak was observed. There was no patient involvement. No additional information is available.